Event description:
It was reported that the customer experienced a low blood glucose (bg) level of less than 30 mg/dl. Bg cause was not known. The customer required assistance from their girlfriend who provided sugary food for the customer to consume, in addition the customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.